Manufacturer narrative:
The reported complaint of error message received during interrogation was confirmed. Final analysis found the cause of the error message to be due to the detection of higher than expected fuel gauge current measurement. The high current was confirmed in the lab. The cause of the high input current was found to be a hybrid anomaly. No other issues were found.

Event description:
It was reported that the implantable cardioverter defibrillator was being prepared for implant. During the interrogation attempt prior to procedure, an error message was received. The procedure was completed using an alternate device on (B)(6) 2021. There were no patient consequences.